Manufacturer narrative:
Product complaint # (B)(4). H6: component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: it was reported that the tibial impactor, trial extractor and spacer block cracked. Unknown surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the attune spacer block has broken chipped at the edge around of the posts, also with signs of wear. Additionally, two springs are missing off. A dimensional inspection was not performed for the attune spacer block since it was not applicable to the complaint condition. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. The overall complaint was confirmed as the observed condition of the device attune spacer block would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial impactor, trial extractor and spacer block cracked. There was no surgical delay or impact to the patient.